Event description:
The field service engineer reported a pump with failure code 814:04. This failure code occurred during bio-med testing. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 12 2007. Evaluation summary: the condition of failure code 814:04 was confirmed in the pumps event history file during product evaluation. Inspection of the device found that this failure code was caused by a faulty pump head mechanism and therefore the pump head mechanism was replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA.the device evaluation was performed on site.